Event description:
Vent alarm went off nsq v'd pt and found that trach tube was partially dislodged, vent circuit/tubes appeared to be taut while pt was turned on her side. Nsq stated "tube appeared too short" lock ring had moved from proper marked level trach tube immediately replaced.